Event description:
On (B)(6) 2010, the reporting facility described a pt event during the use of an (B)(4)-accudrain with anti-reflux valve. The neurosurgical physician assistant called by the staff nurses who observed a potential blockage obstructing cerebral spinal fluid drainage. The physician assistant clear the line of a small amount of human tissue with minimal intervention. The device resumed draining and function as expected. No pt injury occurred as a result of the event. The pt later expired due to an event unrelated to the use of the device. Confirmed by the neurosurgical physician assistant.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.